Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to intermittent connections on ram chips u100 and u101. The root cause of the intermittent connections could not be positively identified but was likely excessive stress on the monitor c/a board. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
The spouse of a (B)(6) male patient called zoll customer support to report that the patient's monitor wouldn't power up. The patient was issued a replacement monitor.